Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis on three occasions. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming was also correct. Nothing further was reported.